Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced occlusion. The following information was provided by the initial reporter: on (B)(6) 2022 lipid tubing continuously alarming occluded. Tubing exchanged. Old tubing discarded in blue bin in med room.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced occlusion. The following information was provided by the initial reporter: on (B)(6) 2022 lipid tubing continuously alarming occluded. Tubing exchanged. Old tubing discarded in blue bin in med room.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that the lipid tubing was continuously alarming occluded on 4/17. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10010453 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.